Event description:
A non-health care professional reported that during an intraocular lens (iol) implantation procedure, lens haptic was broken and it was wasted. Additional information has been requested but no information is available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).